Manufacturer narrative:
The implant date is estimated. The implant dates were from march 2019 through september 2020. Event date was estimated as two months post september 2020 for CT scans at two months post procedure. Literature citation: kasper korsholm, anders kramer, asger andersen, jacqueline saw, bjarne linde norgaard, jesper moller jensen, jens erik nielsen-kudsk. Left atrial appendage sealing performance of the amplatzer amulet and watchman flx device. Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-022-01336-4.

Event description:
Reported via journal article. It was reported via journal article that the implant did not seal and pericardial effusion, thrombosis, and bleeding occurred. Single-center cohort study of patients undergoing laao between 2017 and 2020. Watchman flx closure devices were implanted from march 2019 through september 2020. Cardiac CT was performed 2 months post procedure. The primary outcome was complete laa occlusion defined as no visible peri-device leak (pdl) and absence of contrast patency in the distal laa. Secondary outcomes included pdl, contrast patency without visible pdl, pdl area, and periprocedural complications. A total of 150 patients were implanted with the watchman flx closure device. 124 patients had follow up CT scans performed. Complete occlusion was achieved in 89 patients of the flx group. A pdl was present in 20 patients. Contrast patency without visible pdl was observed in 15 patients of the flx group. Device-related thrombosis occurred in 2 patients. 2 patients experienced pericardial effusions that were percutaneously drained. 6 other patients experienced a major bleeding event. No other complications were reported to have occurred.